Event description:
Customer reported via phone call, customer had taken out the insulin pump from customer's pocket and notice it had some damage. The damage was located on the battery compartment opening, a piece was cracked off. Customer does not recall blood glucose level at the time of damage. Customer also mentioned the insulin pump alerts low reservoir prior to alarming motor error. Customer's blood glucose was 164 mg/dl. Motor error alarms occurred during bolus delivery. Customer does not recall any significant events which may have led to the alarm. The insulin pump was not exposed to an MRI. Customer does use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. Customer agreed to return the insulin pump.

Manufacturer narrative:
The insulin pump passed functional testing and no motor error alarms were noted. However, the drive support disk was found slightly loose. The insulin pump had cracked case at display window corners, minor scratches on the lcd window, missing end cap sticker, and broken battery tube threads.